Event description:
It was reported that there was a ¿sudden return of symptoms.¿ the device system was working great a week ago, but now the patient¿s symptoms started to return. During the call, the patient changed their program and settings. The patient was advised to keep track of symptoms on new settings. Follow-up is being conducted to determine symptoms and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uptd, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).